Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11: manufacturer narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault and elevated iop 40 mmhg without pupil block. Lens explanted and the problem was resolved. Cause of the event was reported as unknown, "patient achieved visual activity as normal after successful implantation."